Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 153349 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 153349 and test base part number 195-430h / lot 148377. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153349 showed that the complaint rate is 0.002%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, or the specific patient sample.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the binaxnow covid-19 performed on (B)(6) 2021 on a direct tested nasal kitted swab. Testing on a different sample with rapid molecular ID now generated positive results. Confirmation testing on a different sample with pcr generated positive results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.